Event description:
A report was received that the patient was experiencing charging difficulty. It was noted that the patient had lost a lot of weight. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.